Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No unexpected number ramping noted. Unable to test for battery out limit alarm due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 118 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.